Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio iq meter continued to display the apply sample message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 1130pm. The patient manages his diabetes with glucophage pills, lantus insulin and novolog insulin. It is not known if the patient made changes to his usual diabetes management routine. A few minutes prior to the start of the alleged issue, the patient claims he felt symptoms of lethargic and was dragging. The patient contacted his health care professional (hcp) by phone and was advised to take 12 units novolog insulin, 1000 mg glucophage pills and 45 units lantus insulin. The patient reportedly obtained a blood glucose result of "287 mg/dl" with another device using expired test strips. At the time of troubleshooting, the cca noted the correct test strips were being used. The alleged issue was not resolved with retesting. Replacement products were sent to the patient. This complaint is being reported because, the patient allegedly obtained medical advice/ intervention for treatment from a health care professional after the start of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.